Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts noted atrial arrhythmia episodes and far-field oversensing of r-waves on the atrial channel which resulted in unnessecary mode-switching. Noise and low p-wave amplitude measurements were also noted. Ts discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.